Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint reviewed and analysis showed no trend. Product not returned.

Event description:
Allegedly the patient's tibia fractured.